Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, while testing the device prior to use, it was discovered that the basket handle of a 'ncircle tipless stone extractor' could not be pushed/pulled. The device was not used on the patient. The user changed to another 'ncircle tipless stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection of the returned device, were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14652985. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1] did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ncircle tipless stone extractor' was returned for investigation. The returned device was open and could not be closed; the cannulated handle had separated from the collet handle of the device; the collet knob was tight. There was no evidence to suggest that the device was manufactured out of specification. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, while testing the device prior to use, it was discovered that the basket handle of a 'ncircle tipless stone extractor' could not be pushed/pulled. The device was not used on the patient. The user changed to another 'ncircle tipless stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.